Manufacturer narrative:
The insulin pump was received with the display window in place. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube and tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer had high blood glucose levels of 153 mg/dl. The customer reported that there was damage to the display of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).